Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports that "power choice had carried out the static test (sampling check) as per the astm 2726 for each lot that produced. There is no lots rejected in-house due to the same issue as reported by complainant." A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the device broke "where the bridge portion joins to the hydrocolloid pad backed with plastic" during placement of the device on the patient. No patient harm was reported. No medical intervention was required. Patient's condition was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device broke "where the bridge portion joins to the hydrocolloid pad backed with plastic" during placement of the device on the patient. No patient harm was reported. No medical intervention was required. Patient's condition was unknown.